Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that there was no capture on the right ventricular (rv) channel. X-ray revealed that the rv lead was dislodged. During the revision procedure, the helix of the rv lead could not be extended. Therefore, the rv lead was explanted and replaced. The patient was stable following the procedure.